Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported the spaceoar vue hydrogel ended up in the patient's rectum. The patient experienced discomfort and the sensation of hydrogel in the rectum. Despite this, the patient was reported to be okay, and the radiation treatment will be delayed until the hydrogel dissolves.